Event description:
The core of a stabilizer plus wire was pulled out and became threadlike when it was pulled through the catheter. Rewritten: during the procedure, the shaft of the stabilizer plus wire became threadlike when it was pulled through the catheter while inside the pt. The lesion was very calcified. The wire was removed from the dispenser by the distal floppy end. There was no noted kinks or damages in the product before insertion. The wire was re-shaped (bent around the needle). The wire was used for treatment of another lesion prior to the event. The wire kinked while being used. The wire tip repeatedly prolapsed during placement. There was no injury to the pt.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Add'l info, has been requested and, will be provided within 30 days of receipt.